Manufacturer narrative:
No button error alarm. Unit received with no button response due to flattened act button dome switch. Unable to verify insulin units, messages on unit, a33 alarm, max fill, exit, rewind anomaly due to keypad anomaly. Broken belt clip slot. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had compromised force sensor system alarm, button error alarm, and prime/fill anomaly. The blood glucose at the time of the incident was 137 mg/dl. Troubleshooting was performed. The device was returned for analysis.